Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit. The insulin pump had a keypad anomaly. Customer's blood glucose level was 150 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with all operating currents within specification and passed unexpected alarm error test, displacement test and self test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip